Manufacturer narrative:
(B)(4). Additional: it was received for analysis a used needle/suture piece and a suture piece of product code jv471, lot mc8dwtq0. During the visual inspection of the used sample, the swage and attachment area were noted to be as expected, and the end of the suture was observed cut. Also, the suture was observed wavy. Per condition of the sample the functional test could not be performed. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Due to the sample condition, it could not be determined what may have caused the reported incident. It was received for analysis two tangled needle/suture of product code jv471, lot mc8dwtq0. During the visual inspection of the samples, the swage and attachment area were noted to be as expected, the sutures were inspected along of the strands and were observed tangled, the sutures were unraveled, and a functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples received, no breakage suture was found and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that a cat underwent a wound recovery procedure on an unknown date and suture was used. During the procedure, the suture broke. No additional information was provided.